Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported the patient was revised due to pain. During the revision, it was noticed that the shell had loosened and there was no bone in-growth. A scanning electron microscope evaluation found corrosion present.

Manufacturer narrative:
Concomitant medical products: shell, catalog# 00620005022, lot 61342482; femoral head, catalog: 00801803603, lot: 61371538; bone screw, catalog: 00625006540, lot: unknown; trilogy liner, catalog: 006030505036, lot: 61358717. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02326, 0002648920-2016-00930, 0001822565-2016-02328, 2648920-2015-00207. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.